Event description:
It was reported that the pt had an iab inserted in the or during bypass surgery. After surgery it was noticed that the waveform was notably squared off. The physician repositioned the catheter since he suspected that the altered waveform indicated a catheter kink. The pump began experiencing high baseline alarms, so the pt was transferred to another pump. There were no pt complications.